Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The sealant was visible through the shuttle cartridge side slit. Blood was observed on the outer surface of the sealant. The advancer tube was found inside the shuttle cartridge which indicated an incomplete engagement of the advancer tube. Shuttle down procedure was simulated and the advancer tube was able to properly engage the tamp sheath were inspected for anomalies that may have obstructed the device path during deployment. No anomalies were observed. A review of the lhr was not possible as the lot number was not provided. Based on the provided information and the investigation performed, the probable root cause for the reported event of sealant missing could have been from an incomplete engagement of the advancer tube which locks the sealant in place after the shuttling step and the probable root cause for the reported failure to deploy could not be conclusively determined.

Event description:
The following information was reported: 6f diagnostic procedure performed. Access to the right femoral artery. The physician followed all steps for deployment stated, no sealant after shuttling down. Converted to manual pressure for 20-25 minutes to achieve hemostasis. The patient was not hospitalized.